Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of a trapeae inferior vena cava (ivc) filter. The filter subsequently malfunctioned and cause injury, damage, to the patient, including, but not limited to: filter tilted and embedded with all struts penetrating the ivc wall into the pericaval/mesenteric fat. As a direct and proximate result, the patient suffered life-threatening injured and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. The legal briefing mentioned a perforation. Without procedural films available for review, the reported perforation could not be confirmed. With the information available, it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. It is unknown if the tilt contributed to the reported perforation. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Endothelialization, remodeling/restructuring of the internal lumen of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapeae inferior vena cava (ivc) filter. The filter subsequently malfunctioned and cause injury, damage, to the patient, including, but not limited to: filter tilted and embedded with all struts penetrating the ivc wall into the pericaval/mesenteric fat. As a direct and proximate result, the patient suffered life-threatening injured and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth), (event date), (event description), (relevant history race and medical history), (brand name), (model, catalog, lot number), (date received by the manufacturer), (evaluation codes). The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapeae inferior vena cava (ivc) filter. The filter subsequently malfunctioned and cause injury, damage, to the patient, including, but not limited to: filter tilted and embedded with all struts penetrating the ivc wall into the pericaval/mesenteric fat. As a direct and proximate result, the patient suffered life-threatening injured and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: the patient has a history of obesity, chronic chest wall pain, blood clots, pulmonary hypertensive disease with chronic bronchitis, gerd, copd, heavy tobacco abuse, psychiatric problems (bipolar affective disorder), elevated liver functions secondary to alcohol abuse, gi bleeding, chronic diarrhea, trace tricuspid regurgitation, prior rib fractures on the right, history of positive lupus, hypomagnesemia, sleep apnea and hypoxemia. The patient has a surgical history of carpal tunnel surgery and cardiac catheterization. The indication for the filter implant was chronic pulmonary embolism and an intolerance to coumadin. The filter was implanted via the right femoral vein and deployed at the level of l2. At the time of implant, the source of blood clots was undetermined and assumed to be in the lower extremities. A venous duplex ultrasound performed the day prior to the filter implant was negative for deep vein thrombosis. A CT angiogram performed two days prior to the filter implant was positive for a tiny peripheral pulmonary embolism on the left. Nineteen days after implant, the patient was admitted for chest pain with nausea, vomiting, shortness of breath, and diaphoresis. A computed tomography angiogram (CT) scan of the chest was performed and was negative for pe. Esophagogastroduodenoscopy with biopsy was done. The patient also had a stress test performed that was abnormal, a cardiac catheterization showed minimal coronary artery disease with 20% disease on the right coronary artery and 105 on the proximal left anterior descending artery. Discharge diagnosis was chest pain, unknown etiology. Forty-seven days after implant, the patient was admitted for recurrent chest pain; the chest pain was determined to be related to anxiety and musculoskeletal. There was no evidence of a recurrence of pe. The patient was discharged the following day. Approximately sixteen weeks after implant, the patient was admitted to the hospital with complaints of retrosternal and bilateral chest pain for three days. The patient was noted, at that time, to have stopped taking coumadin and was non-compliant with follow up appointments. The patient was ruled out for a cardiac event and a CT of the chest was negative for a pe. The chest pain was determined to be musculoskeletal in nature. The patient was discharged four days later, after being held in the hospital until the inr was therapeutic. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten years and six months post implantation. The patient reports the filter has tilted, is embedded in the wall of the ivc and is also embedded other than the wall of the ivc, has perforated outside of the wall of inferior vena cava and into organs and the patient is reported to have experienced severe chest pain, shortness of breath, and limited activities.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of obesity, chronic chest wall pain, blood clots, pulmonary hypertensive disease with chronic bronchitis, gerd, copd, heavy tobacco abuse, psychiatric problems (bipolar affective disorder), elevated liver functions secondary to alcohol abuse, gi bleeding, chronic diarrhea, trace tricuspid regurgitation, prior rib fractures on the right, history of positive lupus, hypomagnesemia, sleep apnea and hypoxemia. The patient has a surgical history of carpal tunnel surgery and cardiac catheterization. The indication for the filter implant was chronic pulmonary embolism and an intolerance to coumadin. The filter was implanted via the right femoral vein and deployed at the level of l2. At the time of implant, the source of blood clots was undetermined and assumed to be in the lower extremities. A venous duplex ultrasound performed the day prior to the filter implant was negative for deep vein thrombosis. A CT angiogram performed two days prior to the filter implant was positive for a tiny peripheral pulmonary embolism on the left. The filter subsequently malfunctioned and cause injury, damage, to the patient, including, but not limited to: filter tilted and embedded with all struts penetrating the ivc wall into the pericaval/mesenteric fat. Nineteen days after implant, the patient was admitted for chest pain with nausea, vomiting, shortness of breath, and diaphoresis. A computed tomography angiogram (CT) scan of the chest was performed and was negative for pe. Esophagogastroduodenoscopy with biopsy was done. The patient also had a stress test performed that was abnormal, a cardiac catheterization showed minimal coronary artery disease with 20% disease on the right coronary artery and 105 on the proximal left anterior descending artery. Discharge diagnosis was chest pain, unknown etiology. Forty-seven days after implant, the patient was admitted for recurrent chest pain; the chest pain was determined to be related to anxiety and musculoskeletal. There was no evidence of a recurrence of pe. The patient was discharged the following day. Approximately sixteen weeks after implant, the patient was admitted to the hospital with complaints of retrosternal and bilateral chest pain for three days. The patient was noted, at that time, to have stopped taking coumadin and was non-compliant with follow up appointments. The patient was ruled out for a cardiac event and a CT of the chest was negative for a pe. The chest pain was determined to be musculoskeletal in nature. The patient was discharged four days later, after being held in the hospital until the inr was therapeutic. Per the patient profile form (ppf), the patient reports the filter has tilted, is embedded in the wall of the ivc and is also embedded other than the wall of the ivc, has perforated outside of the wall of inferior vena cava and into organs and the patient is reported to have experienced severe chest pain, shortness of breath, and limited activities. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Updated h4 / h5 (device manufacture date): 20-sep-2006 no further information is available.